Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A complaint was received regarding a ventilator that triggered alarms for low oxygen concentration during high flow therapy. Based on the information currently available, no fault has been identified with the ventilator. The device has been returned to clinical service following evaluation. However, no device logs were provided by the healthcare facility, which limited the scope of technical analysis and prevented a more in-depth investigation. There is a theory that a temperature difference between the incoming gas and the internal temperature of the ventilator may influence the measured oxygen concentration. It is important to note that this would only affect the measurement of oxygen levels, not the actual concentration delivered to the patient. As such, there is no direct risk to patient safety. Nonetheless, the presence of the alarm may lead clinical staff to replace the ventilator as a precaution. In conclusion, the root cause of the reported low oxygen concentration could not be determined due to the lack of available data and the absence of a reproducible fault. The situation will continue to be monitored for any recurrence or additional reports.

Event description:
It was reported that the ventilator was displaying lower o2 concentration than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).